Event description:
It was reported, the menu screen is missing segments. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the display was missing segments. It was also noted that the upper case, lower case, and side bail covers were broken, the ring cover and battery drawer were contaminated and the main printed circuit board was out of specification.